Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient developed lower extremity weakness. The device was explanted to have an MRI and the physician found no hematoma or other mass. The patient has recovered with no sequelae and may be re-implanted in the future.